Event description:
It was reported that diagnostic testing on the pt's device revealed high lead impedance. The pt underwent full revision surgery. Good faith attempts to obtain add'l info have been unsuccessful to date. The explanted products have been returned to the MFR. Product analysis has been completed on the returned lead portion. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the lead which may have contributed to the reported allegation. Note that since the electrode array section was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.